Event description:
It was reported that the patient had increased shortness of breath. The right ventricular lead had noise and the impedance had increased and was high. The lead was suspected to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo, and the outer insulation of the lead was observed to have blood ingression. Concomitant medical product: 6947-58 lead implanted: 2003-(B)(6). (B)(4).